Event description:
It was reported that the insulin pump showed beads of water behind the reservoir compartment and in the electronic part behind the battery. The blood glucose reading was 146 mg/dl. The customer stated that she was unsure how the moisture exposure occurred. She noted that the insulin pump was vibrating without an alarm or alert. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump had moisture damage on motor assembly. No moisture damage on electronic assembly. Insulin pump received with cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.